Event description:
At the time of the report on (B)(6) 2017 the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Additional information was received from the representative on 2017-apr-17. It was reported that the representative was notified on (B)(6) 2017 that the patient was having drainage from the pump pocket again. It was indicated that the patient was scheduled for incision and drainage of the pump pocket on (B)(6) 2017 by the hcp. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2017-may-02. It was reported that the patient first started experiencing drainage from the pump pocket again on (B)(6) 2017. It was indicated in one report that incision and drainage was performed on (B)(6) 2017 and in another report it was indicated that incision and drainage symptoms occurred on (B)(6) 2017 with cultures and antibiotic treatment. The pump site was replaced with revision on (B)(6) 2017. It was stated that the cause of the drainage of the pump pocket was determined to be the hot tub at the (B)(6). The drainage from the pump pocket had been resolved as the pump was removed and replaced to the patient¿s abdomen from left buttock. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-lumbar laminectomy syndrome. The pump contained morphine with a concentration of 30 mg/ml at a dose of 6.8 mg/day and bupivacaine with a concentration of 30 mg/ml at a dose of 6.8 mg/day. It was reported the patient had a left buttock pump pocket which he bumped about a month ago and stated it had been draining since. The pump was eroding through the skin on the lateral aspect of the incision. The incision was opened, and cultures were done of the pocket. The pocket was rinsed with copious amounts of antibiotic solution, and the pump was soaked in antibiotic solution. A jackson-pratt (jp) drain was placed, the pump was placed back into the pocket, and the incision was closed. The patient was going to receive intravenous (IV) antibiotics for 6 weeks as a precaution. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2017-may-08. It was reported that the removed pump would not be returned for analysis as it was in an infected pocket and there were no pump issues. No further complications were reported or anticipated.